Event description:
It was reported that this patient received inappropriate shocks due to oversensing. The x-ray confirmed no fracture in lead and the distal defibrillation coil is completely in the right ventricular. After several maneuvers (tapping on device, pocket manipulation, contraction of the pectoral and abdominal muscles) no noise was present. Physician elected to reprogram the right ventricular (rv) lead. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.